Event description:
A zoll distributor returned belt sn (B)(4) indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional ) was confirmed. As received, the belt failed the te recognition test. The cause of the failure was a broken solder joint at the front pulse wires inside the distribution node. The root cause of the broken solder connection at the pulse wires cannot be positively identified. No adverse event resulted from the broken solder connection at the pulses wire.